Event description:
The left leg was prepped and draped in a sterile manner. Following this the vein was mapped from the ankle to the saphenopopliteal junction. The saphenopopliteal junction was clearly identified. With the aid of a doppler, the left lesser saphenous vein and space were cannulated with a needle percutaneously after using local anesthetic. The wire was then passed and a sheath was then passed over the wire. I then attempted to remove the inner cannula of the sheath. This met with resistance but ultimately gave way. When it was removed it appeared that a small portion of the tip of the inner cannula had fractured. We attempted to identify this and it appeared to be about 1.6 cm beneath the skin and appear to be a short segment of the catheter. I felt at this point it was best to continue with treatment of the vein and then plan to remove the foreign body once the swelling and inflammation had subsided. After this was done an evlt probe was then passed through the sheath and the position of the catheter tip was well away from the sapheno-popliteal junction and this was clearly identified. After this was done the tumescent anesthesia using a solution of 0.25% lidocaine was infiltrated along the entire course of the sheath making sure that the anesthesia was below the superficial fascia. There was at least a 2 cm distance from the vein to the skin. Once adequate anesthesia was assured with the ultrasound, energy was applied to the laser probe; 8 watts/second were administered wattage for a total of 1874.3 joules. This was administered over 267.8 seconds and 51 centimeters of segment-length were administered. Following successful treatment the sheath and probe were removed. Hemostasis was obtained by pressure. After this was done, the common femoral vein was examined and found to be compressible. There was a "halo" that was noted around the vein. The pt's leg was then wrapped with a sterile compressive dressing. Vital signs were taken upon completion of the procedure to ensure stability. The pt was then discharged and was to be driven home by his family member. I explained to the pt and his family that there was a small foreign body left in the posterior thigh. I would plan to attempt to remove this in a couple of weeks once the swelling and inflammation had subsided. They understand the plan and he will f/u with me on monday for a venous duplex scan. On (B)(6) 2013: the pt was placed supine on the operating table and after being placed in the prone position, was prepped and draped in the usual fashion. We had imaged the thigh with color flow duplex imager and felt we had identified the lesion. A vertical incision was made in the posterior aspect of the thigh. Sharp dissection was used to dissect down to the subcutaneous tissues. We did not encounter the retained foreign body and therefore c-arm was brought on to the field. Upon biplaner imaging with the c-arm, we were able to identify and localize the location of the lesion. I then extended our incision downward towards the knee and identified the foreign body, which was approximately 11 mm long pale blue catheter tip. This was retrieved and hemostasis was then achieved with electrocautery followed by running 2-0 vicryl in the subcutaneous tissues in 2 layers and skin staples in the skin. A dressing was applied. The pt was taken from the operating room in satisfactory condition having tolerated the procedure well.